Manufacturer narrative:
No unexpected scrolling of numbers were noted during testing. However, the pump had no button response on the up arrow button due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a keypad issue; they were programming a bolus when the numbers began scrolling uncontrollably. The patient's blood glucose at the time of incident was 10.2 mmol/l. During troubleshooting the customer could not recall any significant events leading to the keypad issues. However, they mentioned that the pump was in their pocket. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.